Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 500 mg/dl. Current blood glucose level is 557 mg/dl. Other blood glucose value mentioned such as over 500 mg/dl, 200 mg/dl, 270 mg/dl, 395 mg/dl. The customer was treated with insulin shot and fluids in an intravenous in the hospital. The customer was using the insulin pump within 48 hours of high blood glucose event. Drive support cap was normal. The insulin pump will not be returned for analysis.